Manufacturer narrative:
This device malfunction resulted in a removal action of 10 affected units which were distributed to the initial importer. These 10 units have been destroyed onsite by alseal sales representative on (B)(6) 2016. None of these affected devices have reached u.s. Final users, they were only at the initial importer stock.

Event description:
An hqs introducer catheter, ref. (B)(4), lot number 15/114 was used at the (B)(6), according to its intended use. During the clinical procedure, and while removing the hqs sheath, it was noticed that a part of its extremity was broken. The broken part was easily retrieved during removal of the hqs by the physician.